Manufacturer narrative:
(B)(4). Logix is a software program, not a device. This is 510(k) exempt class ii. A follow-up MDR will be sent when the results of software evaluation are complete.

Manufacturer narrative:
(B)(4). The logix verification and validation team investigated the complaint and the customer?s reported condition is confirmed. After investigating the issue, the logix software change control board (sccb) determined the cause as user error. This issue is being investigated through CAPA. No correction will be performed for this issue as the software functions to specifications. A labeling review was performed and the manual was found to be adequate and sufficient. Software version logix 1.1.2.

Event description:
Baxter (B)(4) received an email regarding the logix software. The customer reported when adding ingredients like intralipid 30% in an order that is not in the template, the default is always g per bag even though the primary ingredient is in a different unit of measure, like g per kg per bag. There was no report of patient involvement, injury, or medical intervention. No additional information.